Manufacturer narrative:
(B)(4). Batch #unk. As the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event. The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed. Additional information was requested and the following was received: the patient is stable.

Event description:
It was reported that during a total laparoscopic hysterectomy, the blade touched a koh cup and was broken off inside the patient when cutting a vaginal stump. The broken pieces were retrieved with a forceps via a trocar. The blade tip was not broken off and no pieces fell into the patient. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.